Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event, a seizure and a cerebrovascular event (presumed) on or about (B)(6)2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.